Event description:
A report was received that the patient was experiencing inadequate coverage. An x ray taken showed that there might be a fracture in the lead, as two contacts on the lead were not working. The physician has recommended that the patient undergo a lead revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a lead revision and the physician explanted one lead and implanted two leads and clik anchors. The patient was reportedly doing well following the procedure. The complaint was confirmed. Visual inspection revealed a kink on the lead body approximately eight inches from the distal end. X-ray inspection revealed seven ruptured cables at this location. The rupture of the cables appear to be the result of fatigue/mechanical stress at this tie down point. It is unknown what additional movement/trauma acted on the cables to pull them apart. The impedance test failed on all contacts except #6 due to broken cables inside the lead body. The ruptured cables are the root cause of the complaint.

Event description:
A report was received that the patient was experiencing inadequate coverage. An x ray taken showed that there might be a fracture in the lead, as two contacts on the lead were not working. The physician has recommended that the patient undergo a lead revision procedure.